Manufacturer narrative:
(B)(4). Photo evaluation summary: upon visual inspection of one photo, the following was observed: the photo shows tissue and what appears to be a staple leg can be seen protruding of the tissue. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch # t5az6j. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please clarify what is meant by "a control with coloscopy was made." Was a colonoscopy done? Or was a colostomy done? If yes, was the colostomy planned prior to the procedure? Or was the colostomy done as a result of the issue that occurred? Is a photograph available? If yes, please send the photo for analysis review. No stoma - control from the anastomose. Also colonoscopy - yes. After the issue with the not formed clip was detected via colonoscopy, what was done to address this? Nothing, the complete staple row hold did a second surgery took place? No. Photo evaluation in progress.

Event description:
It was reported that during a lap sigma procedure, stapler fired normally. A control with coloscopy was made. In the intestine a not formed clip was seen and photographed. There were no consequences for the patient.